Manufacturer narrative:
Device serial number not provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the central monitor "froze". The issue was not associated with any patient harm. The device was in use monitoring patients. No adverse event was reported.